Event description:
According to the reporter, pre-operatively, the handle was blocked, and the jaws were not able to open and close. Another handle and reload were opened and used to resolve the issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument firing knobs were retracted, and the articulation lever was in neutral position. Functional testing noted the instrument was successfully loaded with a single use loading unit (sulu). The jaws clamped and opened repeatedly without difficulty. An access hole was cut into the instrument body for visualization of the firing rack. It was reported that the jaws of the reload did not open and close at all, not involving tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the instrument was loaded and clamped but would not cycle due to sheared firing rack teeth damage. The product analysis noted evidence that the device was not used as intended. The issue can occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.